Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. She woke up with a blank display. The customer's husband did something with the battery cap and the insulin pump came back on. Her blood glucose level was 540 mg/dl that morning but later dropped to 43 mg/dl because she gave too much of a bolus and did not eat as much as she thought. The batteries were out of the insulin pump greater than duration allowed. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device was received with currents in specification. The device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery out limit or blank display. Lcd board was fine. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.